Event description:
It was reported that during a femoral locking plate procedure, the tips of two screwdrivers (314.050) broke off. The fragments were retrieved from the screw heads. In the same procedure, the cable tensioner (391.201) would not tighten the cables. The surgeon used another tensioner in the set to complete the procedure with no further problem. This is report 1 of 3 for this event.

Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the information contained in this report is insufficient to determine the cause of the screwdriver tip failure. The design including cross section analysis was reviewed and determined to meet the intended use. The screwdriver tip might have broken because the patients bone was very hard. It is recommended to predrill prior to inserting self-drilling and self-tapping screws, refer to page 10 of 4.5mm lcp proximal femur. Therefore, it is concluded that this complaint is indeterminate. The manufacturing evaluation showed that tip is broken off, fragments were not sent back. A measurement of the broken tip is not possible as the fragments were not sent back. Therefore this complaint is indeterminate from a manufacturing standpoint. However, the still measurable dimensions are according to the specification and the fracture face is homogenous, which indicates material conformity.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 9/21/11. Placeholder.